Event description:
It was reported that the patient had an unknown additional back surgery, and the spinal cord stimulator (scs) were removed. The explanted devices were retained by the facility and will not be returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d6b: explant date: 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408740. Model: sc-2408-74, serial: (B)(6), batch: 7070742/7070772. Product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, batch: 26073914.